Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 409 mg/dl. Reportedly, the customer was using fiasp within their pump supplies. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage. Tandem technical support (tts) educated the customer regarding off-label insulin. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.